Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was in 20-40 mg/dl range. Reportedly, the customer went to the emergency room (ER) where bg was treated with apple juice and water. Reportedly, customer left the ER 16 hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.